Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that air ingress occurred. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a faradrive sheath was selected for use. Upon insertion of the catheter into the sheath and aspiration of the sheath, frothy air bubbles were noted in the flush port. Troubleshooting was attempted to get rid of negative flow, but air was still present. It was believed that a leaking valve contributed to the reported event. The sheath was replaced, and the procedure was completed without patient complications. The sheath is not expected to be returned for laboratory analysis as it was discarded.